Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. A direct correlation between the device and the reported peripheral thromboembolism and gout could not be conclusively determined through this evaluation. A specific cause for the reported events could also not be conclusively determined. The account reported that the patient was diagnosed with gouty arthritis on (B)(6) 2021 after being admitted to the emergency department for knee pain and an incidental finding of deep vein thrombosis (dvt) found via venous doppler ultrasound. The patient also experienced swelling of the left ankle. Anti-inflammatory and anticoagulation medications were prescribed for treatment. The patient was discharged after two days. The heartmate 3 lvas instructions for use (IFU) lists venous thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the patient presented with start date of (B)(6) 2021 and stop date of (B)(6) 2021 in which the event resolved without sequelae. The patient had a history of gout and incidental finding of deep vein thrombosis (dvt) rendered prednisone 10mg times 15 tabs for tapering protocol. The patient presented to the emergency department (ed) on (B)(6) 2021 with left ankle swelling. The patient was admitted for 2 days and discharged on lovenox for 7 days and warfarin. The patient had a history of gouty arthritis. The dvt was an accidental finding because the patient had a low international normalized ratio (inr). No d-dimer done venous doppler completed. The patient placed on prednisone for the gouty arthritis and heparin overnight. Discharged on lovenox post discharge. Updated the sponsor that the dvt was not the admitting diagnosis only an incidental finding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaint of knee pain. The patient was diagnosed with deep vein thrombosis (dvt) and was admitted. The patient¿s international normalized ratio (inr) was 1.6. No additional information provided.